Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that balloon detached and remained in the vessel. The 60% stenosed target lesion was located in a moderately calcified and moderately tortuous artery. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the balloon detached itself from the non-bsc guidewire and remained in the vessel, catheter was pulled out. The procedure was completed with an alternative method. There were no patient complications reported.

Manufacturer narrative:
Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks along the length of the hypotube shaft. There was a break in the midshaft 116cm distal to the strain relief. There was kinking and stretching observed throughout the detached shaft polymer extrusion. No damage was observed to the balloon or blades. The allegation of balloon detachment in the complaint cannot be confirmed.

Event description:
It was reported that balloon detached and remained in the vessel. The 60% stenosed target lesion was located in a moderately calcified and moderately tortuous artery. A 10mm x 2.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). During procedure, it was noted that the balloon detached itself from the non-bsc guidewire and remained in the vessel, catheter was pulled out. The procedure was completed with an alternative method. There were no patient complications reported.